Manufacturer narrative:
Hamilton medical ag case number is (B)(4) . Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "the user tried to connect a hose and then the port got broken". - this occurrence was noticed during preparation of the intellicuff-device. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.